Event description:
It was reported that a patient experienced wound dehiscence near the lead incision. As a result of this, the patient was hospitalized. No further reports of further complications regarding this event have been received.

Manufacturer narrative:
H3 other text : the device was not returned.